Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and movement disorders. It was reported that the patient had a knee injury so he was seeing a physical therapist and was having an ultrasound performed. During the ultrasound, the patient experienced a return of his tremor. The patient changed groups and the tremor was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.